Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external neurostimulator ( spinal cord stimulator (scs) trial). The reason for call was patient reported last night between midnight and 3-4am they couldn't sleep because the stimulation kept "shocking" them a bunch, and strongly, so they turned the stimulation off. Patient said they finally got comfortable and went to sleep after turning stimulation off. Patient woke up a little while ago, maybe 20-30 minutes ago, and when they tried to turn the stimulation back on, they saw an error message that said to "restart." Patient stated it's not working anymore, "not like it was anyway." Patient felt like stim worked yesterday but not today. Patient mentioned they started the trial "like 2 days ago," and the controller said the stimulation was on, but wasn't doing anything even if they adjusted the settings. Agent asked, patient did not currently see the message they encountered. Agent offered to assist in regard to the message, but explained they'd want to discuss further with the manufact urer representative (rep) regarding stimulation not seeming to work for them. Patient did not opt to work with agent on the issue. The patient was redirected to their healthcare provider/local reps to further address the issue.